Manufacturer narrative:
(B)(4). One unit of catalog number a-6000-08lf (pe adult-ped dry/ wet lf) was received for analysis. Sample wasn't received in its original packaging. A corner broken was observed. After first functional test the ats "o" ring 154589 was inspected and dented was observed. Sample was connected to source of air (tfm-0060 nlc09684) and ats connector was immersed into the water and a leak was detected. Connector were disconnected and dented was observed on o'ring. Connector were connected and tested again , and no leaks were observed. Sample was connected and disconnected several times and no leak were observed. A nonconformance was opened to identify the root cause and corresponding corrective actions. Customer complaint is confirmed. A leak was detected in ats connector. A nonconformance was opened to identify the root cause and corresponding corrective actions.

Event description:
Multiple instances of pleurevacs leaking at self-sealing sample port connection site (red and blue connection).

Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. The device history record of batch number 74e2000904 that belong to catalog number a-6000-08lf (pe adult-ped dry/ wet lf) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Multiple instances of pleurevacs leaking at self-sealing sample port connection site (red and blue connection).